Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no, as MDR has been already submitted on master case no:(B)(4). MDR no.2016493-2025-06507 and no allegations for the reported device.

Event description:
It was reported when using the pyxis medstation es system, the site was getting malware attack. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that failure occurred due to bad files in the system. A technical support specialist, ran eset on each machine and removed bad files also restarted device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The contact information was kept blank due to no information was provided by the tcs